Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 016 a call was received from a (B)(4) sales associate who reported that a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue vita brand contact lens. On (B)(6) 2016 a call was placed to the pt's treating eye care provider (ecp) and additional information was received as follows: the ecp reported that the pt was seen on (B)(6) 2016 and was diagnosed with an os infectious corneal ulcer. The ecp also reported that no culture was taken. The ecp reported that the pt complained of os redness, irritation, and stated that the os "felt better when wearing the contact lens." The ecp reported that the pt would have been wearing the lens "about a month." The ecp reported that the pt "has been a contact lens over wearer in the past" but also reported that the "pt did not sleep in this lens." The ecp reported that the corneal ulcer is central "but not in the pupil; it is at the edge of the pupil between 2 and 3 o'clock." The ecp reported that the pt had "os circumlimbal injection, vessels were red, angry, and neovascularization." The ecp reported that the pt was treated with ofloxacin qid for 7 days. The ecp also reported that the visual acuity was not affected. On (B)(6)2016 the pt's treating ecp called and additional information was obtained as follows: the ecp reported that the os neovascularization was not central and about "3-4 mm onto the cornea and is worse at 3 and 9 o'clock." The ecp reported that the pt was prescribed lotemax qid for 1 week for os generalized edema. The ecp reported that the "there is no loss of visual acuity." The ecp reported that the os corneal ulcer has healed. The ecp also reported that the pt discarded the suspect product. On (B)(6) 2016 the pt's treating ecp called to provide an update and additional information was obtained as follows: the ecp reported the pt was trial fit in the 1-day acuvue moist brand and was doing well. The ecp also reported that the pt has a corneal scar at 1 o'clock at the top of the pupil and not in the visual axis. No loss of visual acuity, os va is: 20/15 -2. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lhv1 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.